Event description:
Customer reported system is not working in subtraction mode. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable. System operates as intended.